Event description:
It was reported that a regional clinical manager relayed that a new user experienced multiple infusion set issues, including approximately six failed teflon 6 mm infusion sets with 23" tubing, user difficulty removing the tape and paper coverings, and at least one bent cannula, along with reported cgm issues and multiple supply changes. Symptoms included user frustration. Outcomes included the arrangement of replacement infusion sets and planned shipment notifications to support continued therapy. Investigation included review of the user¿s product configuration and education on the distinction between replacement versus goodwill supplies, as well as proactive logistics to mitigate interruption. Investigation of this case revealed a combination of use-related error during infusion set deployment and device performance concerns consistent with bent cannula and potential incorrect connector attachment. It was concluded, based on previously established findings for similar reports, that the cause was use-related error with possible device-related contribution.